Event description:
On (B)(6) 2013, (B)(6) hospital identified a small amount of blood dripping from the gas outlet from be-015703112, hls set (lot number 70083488). According to the customer, they used the oxygenator from (B)(6) 2013 and the patient was weaned from the ECMO successfully. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was returned for complaint evaluation. The complaint event was confirmed. The leakage was a result of 12 leaking fibers, which was caused by insufficient connection of the fibers to the potting area. Additionally, the leakage is probably caused by shrinking fibers in combination with an insufficient connection of the fibers to the potting area. (B)(4).